Manufacturer narrative:
This (B)(6) female patient underwent index stenting of the mid lad on (B)(6) 2010. There were no procedural complications. On (B)(6) 2011, the patient had an adverse event noted as cad, and underwent successful ptci of the proximal lad. This was noted as target vessel, non-target lesion revasc, and was noted to be unrelated to the index stent and procedure. Per the study coordinator, there was no in-stent or peri-stent restenosis in the index stent. Additional information was received regarding (B)(6) 2011 procedure through cec adjudication minutes. Previously site had reported that there was no in-stent or peri-stent restenosis of the index stent. But based on minutes, there was 52% focal margin instent restenosis with no dissection by the angiographic core lab report noting target lesion revascularization. The cath report noted 80% stenosis in the lad just prior to the previously placed stent. Patient underwent placement of an unknown des. Since the lesion was just prior to the previous stent, the event of reocclusion cannot be dissociated. The study stent remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15092603 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. With the limited information available it is not possible to assess potential contributing factors.

Event description:
This (B)(6) female underwent index stenting of the mid lad on (B)(6) 2010. There were no procedural complications. On (B)(6) 2011, the patient had an adverse event noted as cad, and underwent successful ptci of the proximal lad. This was noted as target vessel, non-target lesion revasc, and was noted to be unrelated to the index stent and procedure. Per the study coordinator, there was no in-stent or peri-stent restenosis in the index stent. Additional information was received regarding (B)(6) 2011 procedure through cec adjudication minutes. Previously site had reported that there was no in-stent or peri-stent restenosis of the index stent. But based on minutes, there was 52% focal margin instent restenosis with no dissection by the angiographic core lab report noting target lesion revascularization. The cath report noted 80% stenosis in the lad just prior to the previously placed stent. Patient underwent placement of an unknown des. Since the lesion was just prior to the previous stent, the event of reocclusion cannot be dissociated.

Manufacturer narrative:
Concomitant medication included clobetasol, plavix, coreg, eptifibatide, hctz, pravachol, synthroid, and triamnicinolone acetonide. Additional information will be submitted within 30 days of receipt.